Manufacturer narrative:
Analysis was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the pulse generator exhibited premature eri. It was also reported that the patient had received an external shock to stop atrial fibrillation. The device was explanted.